Event description:
It was reported that during a routine device check the atrial lead impedance reported by the device was high. The atrial lead is suspected to be fractured. The device was reprogrammed by the physician to vvi mode. The physician is monitoring the patient. The lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.